Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralex st (device #2). Additional emdrs were submitted to represent the bard/davol mesh ¿ composix kugel (device #1) and the bard/davol ventrio st (device #3). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composix kugel hernia patch, ventralex st and ventrio st on (B)(6) 2007 and/or (B)(6) 2020. As reported, the patient is making a claim for an adverse patient outcome against all the devices. It is alleged that the patient sustained unspecified injuries on (B)(6) 2007. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Note: the implant date for composix kugel hernia patch has been considered as (B)(6) 2007 and for ventralex st and ventrio st have been considered as (B)(6) 2020 due to the unavailability of composix kugel hernia patch in 2020.